Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected error test, rewind, displacement test, prime/compromised force sensor system test, and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring reservoir tube, and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump broke. There was a crack where the reservoir is held. Customer's blood glucose level was 394 mg/dl. The customer treated her blood glucose level with injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.